Manufacturer narrative:
The device sp 16 008 was inspected for investigation purposes. The tests performed confirmed that a software bug caused the reported issue.

Event description:
It was reported that during a surgery, a software failure was detected. A communication error was identified. A surgical delay between 30 minutes and 1 hour was reported.